Event description:
On (B)(6) 2011, patient reported the up button on the infusion device is defective and this was noticed when he tried to bolus. Patient attempted to test the up and down buttons during the troubleshooting call and received an e7 electronic error. Patient removed and reinserted the battery was able to clear the error message. The down button responded as intended, and the up button did not respond. Patient has used this infusion device for four years and boluses approximately six times per day. Patient reported his blood glucose has been elevated above 200 mg/dl since this concern began, and his normal blood glucose is 160 mg/dl. Patient attempted to treat hyperglycemia by delivering boluses, but this was not successful as the button was not functioning correctly. Infusion device was replaced and requested for evaluation. Follow-up was completed, and patient's blood glucose returned to normal after he started the replacement infusion device. Patient did not require treatment from a health care professional or second party to address the issue.